Event description:
The customer reported that she had been running high blood glucose due to insulin pump does not work and does not give enough insulin. Customer declined to troubleshoot for high blood glucose. The customer stated that she had broke clip and broken battery cap and wanted replacement. Customer declined troubleshooting was for battery cap. Customer's blood glucose was 350 mg/dl. Customer treated with the insulin pump. Customer stated wanted battery cap replacement. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.